Event description:
It was reported that patient underwent a left total elbow arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2009 due to an unknown reason. The ulna bearing was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to loosening of the humeral component possibly from bone loss. The humeral component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014- 09137 and 1825034-2015- 00337 / 00338).